Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct date of explantation is (B)(6) 2015, and not (B)(6) 2015 as previously reported. This report is filed (B)(4) 2015.

Event description:
Per the clinic, the device was explanted due to the patient requiring an MRI scan for unrelated heath issues. Re-implantation is planned, however, has yet to take place as of the date of this report, (B)(6) 2015.